Event description:
Pt revised to address loose femoral component and both bone mantles, cement manufactured by others. Additional info provided states femoral component was a trial implanted at primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.